Event description:
It was reported that approximately 2 months post-operative the right iliac limb extension was occluded. Reportedly, after successful implantation of a bifurcated device, infrarenal aortic extension, and three limb extensions the patient presented in the emergency room complaining of leg pain. A computed tomography scan revealed that one of the right limb extensions had thrombosis. The patient was treated with a competitor's stent graft to address the occlusion. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. CT scans were provided and reviewed by a clinical representative, but no conclusion could be reached. Based upon the investigation findings, the root cause could not be determined based on upon available information. Review of lot records, work orders, and prior reports no issues with the lot were noted. Occlusion is a known risk, as identified in the product labeling.